Event description:
The customer states the image did not display on the left monitor on three different occasions. First the fluoro foot switch was on, then no image on the left monitor, and a stop fall function. The system rebooted, so it started again. Second, the error occurred, <ad channel # fail, wait 5 sec>. He was not getting an image. The third, this system was topped with another system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge engineer visited the customer. He checked the system, but the system worked normal. He found the lemo connector's pin was retreated a little. He pulled the pin, and set it to the normal position. He checked the voltage of the coin battery at x-ray controller pcb, and he changed it to the new one. Then he checked all function, but worked normal.